Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 4 months after implant placement. The bone quality was type iii. Oral hygiene around implant site was moderate. No significant finding was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.